Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the intensive care unit due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer was vomiting prior to her admission. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer mentioned that she has shingles, and she believes the shingles caused her blood glucose to rise. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.